Event description:
New information received indicates that the patient implanted with this s-ICD presented to the hospital following a syncopal episode. The device could not be interrogated despite various troubleshooting attempts. The device was explanted and replaced without incident.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Device memory confirmed there were no suspicious system errors, resets or timeouts recorded. Memory analysis confirmed that there were several device scans on (B)(6) 2019 with no telemetry sessions noted. There were also several magnet applications and magnet resets performed the same day. Following the magnet reset a telemetry session was noted. Then on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 there were again several device scans noted with no telemetry sessions. Several magnet applications and two magnet resets were noted but no telemetry sessions were noted on those days. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. Of the 93 rf wake up tests performed, six were considered within the acceptable operation threshold. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty establishing telemetry. A 60-60 magnet reset was performed in order to reset the memory of the device. Afterwards, the s-ICD was successfully interrogated. A review of the device memory indicates that this device has a history of telemetry difficulties.